Event description:
It was reported that at the time of placement, the mount was unable to be removed from the implant. The procedure was completed using another device.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient age not provided. Patient weight not provided.

Manufacturer narrative:
One (1) imp,tsv,4.1,11.5,mtx,mg (tsvt4b11) was returned for investigation. Visual evaluation of the as returned product identified some signs of use, bone attached to the implant. Item number/typo error detected, updated with tsvt4b11 to match the returned item. Functional testing to recreate the reported event verified the implant and mount were easily disengaged. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 23 (universal) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use ¿ prosthetics for zimmer dental implant systems instructions for use - tapered screw-vent and trabecular metal implants information identified: contraindications, warnings & precautions. Per the applicable IFU, it is stated that improper techniques may cause device failure. DHR review: DHR review was completed for the subject lot number (1248186). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1248186) for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release post market trending review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (tsvt4b11). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction has not occurred and the reported event was unconfirmed.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Supplemental report provided as the item number provided under MFR #0002023141-2021-03621 was provided in error. Item number of device is actually a tsvt4b11 not a tsv4b11 as originally reported.

Event description:
There is no update to the original complaint description provided.